Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7081002, product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74 ,serial: (B)(6), batch: 7076348/7076646.

Event description:
It was reported that the patient was experiencing paresthesia in the rib cage due right sided lead migration. The patient underwent a revision wherein the lead was repositioned. No product was added or removed. The patent was doing well postoperatively.